Event description:
Approximately one hour into pt's therapy the air detector alarm sounded. When examined, there was air from arterial line to ak. Pt's needle was cracked at the point where it connects to blood lines. Pt's blood was recirculated to remove air. Pt's access was re-cannulated x1 and therapy was then resuned.